Event description:
It was reported that a bilateral suture placement in the mildly calcified right and left common femoral arteries (rcfa and lcfa) was attempted with five prostyle devices using the pre-close technique via a 6f sheath prior to an endovascular repair (evar) interventional procedure. Reportedly, the sutures were not attached when needle plunger was drawn back out of all five devices [cuff miss]. Three prostyles failed in the rcfa and two prostyles failed in the lcfa. The sutures of two new prostyle devices were successfully pre-placed at each access site. The sheath was upsized to a 12f in the lcfa and an 18f in the rcfa. The evar procedure was completed. Hemostasis was achieved at both access sites with the pre-placed prostyle sutures. A 10 minute delay in the procedure was reported, but there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed due to all components were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - lot #. H4 - device mfg date.